Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that after the customer was filling up medical fluid into the cassette, as it was attached to the pump in pre-use check, an alarm went off. There was no patient injury reported.

Manufacturer narrative:
Device evaluation: the samples were returned for investigation (3 cassettes). They were received in used condition without their original packaging open and inside in a plastic bag. The samples were visually inspected under normal conditions of illumination to detect sample conditions that could cause functional issues. After visual inspection of the unit, samples received did not present any damaged, kink, cut that could cause the failure mode reported. Samples were connected to the pump. In sample 3, a no disposable pump won?t run alarm was activated. Samples 1 and 2 ran without any problems. Based on the test results the no disposable alarm was activated; the complaint was confirmed. CAPA was opened to investigate the root cause of the failure mode and subsequent corrective action, which is currently in the solution confirmation and implementation plan phase. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).